Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous artery below the knee on the right side. The 1.5mm x 20mm sterling balloon catheter was advanced to the lesion and ruptured during the first inflation at 10 atms. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous artery below the knee on the right side. The 1.5mm x 20mm sterling balloon catheter was advanced to the lesion and ruptured during the first inflation at 10 atms. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as good.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed dried blood was present in the shaft and balloon. The balloon was in a deflated state. Under magnification, a pinhole was confirmed in the balloon wall located over the markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material or with the ro markers that could have contributed to the burst. Microscopic examination of the distal end of the device revealed damage to the distal tip. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).